Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial undersensing was observed in atrial channel. Review of session records showed that patient went into chronic af and p-waves were decreased in amplitude dramatically leading to consistent atrial undersensing. Programming changes were made.

Manufacturer narrative:
(B)(4). PMA/510(k) # : p910023.